Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generic power distributor (gpd) to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The gpd was analyzed and in artemis, the 307 error was found indicating confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto a golden is4000 system where was triggered indicating fault on the gpd. It failed no boot error 86,281,307 at start up. Replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the surgeon side console (ssc) did not turn on. There was no patient involvement.